Event description:
It was reported the patient experienced a 'burning sensation' and 'shocking' in the 'device pocket.' The shocking sensation was further described as 'an electrical charge' that occurred while recharging during the month prior to report. It was noted that the patient was initially unable to adjust stimulation and that the patient's programmer 'displayed a call your doctor icon and a 565 error code.' It was additionally noted that the 565 error code was caused by an attempted 'lead connection test.' The patient reported they believed that 'a lead may have come out or the lead was pinched or broken.' The patient also reported they 'had difficulty getting up and functioning right away in the morning.' Impedance testing revealed that electrode 3 had 'impedance measurements greater than 10,000 ohms.' It was reported the manufacturer representative programmed around this electrode. Following the reprogramming the patient reported they 'felt stimulation' and that 'his pain was gone.' The patient noted he 'experienced the stinging or burning around the device as well as sometimes in the center of his back while recharging only.' The patient also noted he needed to recharge 'more than expected.' It was stated that he previously charged 'every couple of days with his battery at half charged' and that at the time of report he 'charged every two days because his device was empty.' Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown. The event was attributed to the patient¿s recharger, im plantable neurostimulator (ins) charging issue, and a possible lead/extension break. The patient¿s healthcare professional (hcp) was ¿not certain¿ if there were abnormal impedances. The patient¿s battery and lead were replaced. It was noted imaging was performed on (B)(6) 2013, which revealed no lead migration. Reprogramming was also performed and the patient had no stimulation after reprogramming. It was also noted the patient had reprogramming on (B)(6) 2013, and ¿contact 3 was disconnected.¿ no patient injury was reported.

Manufacturer narrative:
(B)(4).